Event description:
The patient requested an upgrade to a new system at routine battery change and underwent device explanation , after 42 months implant duration. The device was explanted, replaced, and the explanted device was returned to the manufacturer for analysis. No patient symptoms were reported. The patient is reportedly getting good stimulation postoperatively with the new device.

Manufacturer narrative:
Final device analysis results reveal - bond wire(s) broken.